Event description:
It was reported that the user experienced elevated blood glucose despite a full cartridge and steel 6 mm contact/detach infusion set change, with a peak of 372 mg/dl and high readings persisting for approximately 2¿3 hours; the cgm later showed fluctuating values and a >50 mg/dl discrepancy compared with a glucometer, and the user was advised to replace the cgm and seek a dexcom replacement. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no use of backup therapy, no assistance required, and no hospitalization. Investigation included user interview, troubleshooting, and education regarding infusion set replacement, monitoring, and cgm replacement guidance. Investigation of this case revealed no identifiable device malfunction and inconsistent cgm accuracy reported by the user. It was concluded that the cause of hyperglycemia was unclear, with contributing factors possibly related to sensor inaccuracy or infusion site issues not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.